Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded electronic assembly. The pump had corroded motor home switch and scratched lcd window.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 102 mg/dl at the time of incident. The customer stated that the pump got damped while hiking during their vacation. The customer stated that nothing was registering on the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.